Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as further repair inf is not available.

Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.